Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted u729 can controller on the distributor node pca. The root cause for the shorted controller could not be positively identified. No adverse event resulted from the defective electrode belt.